Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Lead revision was performed due to several episodes of right ventricular (rv) lead noise. X-ray of the lead was performed and no damage was seen. The lead was capped and a new lead was implanted.